Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Additional information: b5, d10.

Event description:
The patient was under anesthesia. The intended procedure was completed with a similar device.

Manufacturer narrative:
Customer confirmed that the subject device was disposed of device could not be evaluated. Based on the results of the investigation, and since the device was not returned for evaluation, the reportable issue was not confirmed and the definitive root cause of the needle penetrated the sheath and became lodged in the endoscope, making it impossible to remove could not be determined. However, based on available information, the following mechanisms may have caused the needle tube to penetrate the sheath: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. Following warning regarding the description related to this event is included in the device instructions for use(IFU): ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a unspecified procedure, the first needle could no longer be detached from the bronchoscope and had to be removed from the device together with the cap. The subject device, the second needle pushed out of the channel together with the tube, the needle pushed through the tube. The needle and tube had become jammed at the channel outlet of the scope. So the needle and endoscope were then withdrawn from the patient together. The needle was cut off outside the biopsy channel using a bolt cutter. Therefore, it was broken and half of it was in the endoscope, the rest was disposed of. There were no reports of patient harm.